Event description:
It was reported by the client that there was noise on the electrocardiogram (ECG) module and there is a message that indicates that the signal is unusable. Additional information received indicated that the module is fine, it is the cable and leads that have the issue and will be replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.